Manufacturer narrative:
(B)(4). Correction: catalog #, (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, nc traveler rx, instruction for use states to slide the protective sheath off the balloon prior to performing air aspiration. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, returned device analysis found that the returned device was a 2.75x12mm nc traveler, not 2.75x15 nc traveler as initially reported. Additionally, there was contrast in the inflation lumen of the returned device, indicating that the device had been prepped. The account confirmed that this was the correct device and that it was prepped (air aspirated) with the protective sheath on. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.75 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was selected for the procedure. Resistance was felt while attempting to remove the protective sheath and they could not remove it. The bdc was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.